Event description:
It was reported that there was corrosion at the motor rotor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Service request (B)(4) confirms the device has been evaluated on 21-jul-2014, and was repaired before an engineer was able to perform a full evaluation; therefore, this complaint investigation will now be closed based on the repair findings, and probable root cause(s). No patient involvement, surgical delay, or adverse consequences were reported. This device remains away from the surgical site during surgical procedures, therefore rust and corrosion would not be likely to come into contact with the patient. Based in the repair diagnostics of this device, the device had damaged cable (not cut) and, grinding / clunking motor noise. According to the risk management documents of formula shaver handpiece products, the factors that may contribute to the cause of the incident are manufacturing/assembly error, incorrect or inadequate packaging, and improper cleaning or sterilization. In sum, the complaint could not be confirmed since the device was repaired prior to a full evaluation by an engineer.

Event description:
It was reported that there was corrosion at the motor rotor.